Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information during a routine device interrogation; it was observed that a da error had recorded in the device firmware log. Device data was downloaded and sent in to boston scientific technical services (ts) for review. Ts discussed the da error occurred as a result of a temporary device firmware reset, however the issue self-corrected by the device. There was no impact to device therapy. No adverse patient effects were reported. The device remains in service.